Event description:
Philips received a complaint on the tempus pro indicating that the screen isn't responding, the issue was discovered outside of use and there was no patient involved. The service engineer investigated the device and confirmed the cause of the reported problem and confirmed the units touch screen is not responding. Display assembly and the sbc replaced to resolve touch screen issue. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The investigation concludes that no further action is required at this time.